Event description:
It was reported that a lead fracture was noted, and the patient received innapropriate shocks. The lead is still in situ with a new pace sense lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.